Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Reporter stated the infusion set tube separated from the connector. This occurred with 4 different infusion sets from the same box/lot. No adverse event was reported. The alleged product was discarded and cannot be returned for evaluation.